Manufacturer narrative:
(B)(4). Baxter received one companion sample in original packaging for evaluation in reference to the report for a system error 2240 (air in set). There were no manufacturing abnormalities noted during visual inspection. The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leak noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A request for the return of a companion device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during initial drain. The patient was connected at the time of the alarm. The patient did not disconnect or become disconnected accidentally, and there were no abnormalities noted. The patient would start over with new supplies. The baxter technical service representative reviewed proper procedures per the user manual with the cg. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011, regarding the se 2240. The patient stated they were able to continue therapy after starting over with new supplies. The patient stated they did not notice any visible damage or abnormalities with the supplies in use. The patient did not speak with their nurse about the alarm. Baxter product surveillance advised the patient that in cases where air is detected, they should notify their nurse. The patient has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported.